Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for motor motion error. Blood glucose at the time of incident was unknown. Customer mentioned she have constantly receiving the insulin pump error, and is not able to rewind insulin pump. Advise the insulin pump requires replacement and to discontinue use of the pump. Advise to revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no motor movement error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify motor error alarms due to motor movement error alarms.